Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is presumed that the reported entanglement of three devices in the guide catheter is because of the placement condition of each device in the guide catheter and its interrelation, reconfirmation of the device positions by visual and other means, the operational condition. Eventually it is also assumed that the shafts of the devices had bent/deformed, which contributed to the reported entanglement, this could not be determined from the provided information. Though lot history review could not be made because of no lot information provided, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes: this guide wire must be used only by a physician who is fully trained in percutaneous transluminal coronary angioplasty/percutaneous transluminal angioplasty treatment. Observe movement of this guide wire in the vessels. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. The .014 whisper ms guide wire and 2.50x18mm xience alpine stent system are filed under separate medwatch MFR numbers. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the saphenous vein graft (svg), with heavy calcification and mild tortuosity. A 6 french guide catheter was advanced to the svg. A 2.5 x 18 mm xience alpine was advanced over a miracle bros guide wire and both were advanced into the patient anatomy. The whisper ms guide wire was advanced for additional support. Inside the guide catheter, the whisper ms guide wire became entangled with the miracle bros guide wire and the xience alpine stent. Upon angiography, the physician could see the whisper ms guide wire exit from the guide catheter; however, the radiopaque tip (distal coil) of the guide wire was not seen. All devices were removed as a single unit and the whisper ms guide wire tip was found separated, in the guide wire exit port of the xience alpine stent. The procedure was aborted at that time and will be rescheduled at a later date. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).